Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the driver shaft tip is broken off. The broken piece was not returned with the device. The instrument was manufactured in 2018. The device exhibits signs of significant use and wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during procedure the tip of this t8 driver broke off. No information about delays or backup device was provided.